Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that beginning (B)(4) 2016, atrial far field r-wave oversensing was observed in save to disk electrograms. Beginning (B)(4) 2016 atrial undersensing was observed in save to disk electrograms, episode 521.

Event description:
It was reported that the atrial lead was oversensing far-field r-waves and undersensing. The lead remains in use. During an episode, the device pr logic only applied to initial detection and not applied again during redetection when the rhythm appeared to be supraventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.